Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on examination, the keypad was intact without damage. On testing all of the keypad buttons demonstrated normal response. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged keypad issue. Unrelated to the original complaint, the display was noted to be discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.